Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the head section of the bed raised on its own. No patient impact.